Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. The physician attempted a different location with the same results. The lead was no longer used and replaced. The patient was in stable condition post surgery.